Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with intraperitoneal (ip) vancomycin 1 gram, every 5 days for 14 days and (ip) ceftazidime 1 gram daily for 14 days. The cause of the peritonitis was a break in aseptic technique. The patient was not hospitalized for the event. At the time of this report the patient had recovered 7 days after the peritonitis event. No additional information is available.